Manufacturer narrative:
Lumenis conducted a check in the FDA maude database, and found that the user reported this incident to the FDA on january 23, 2018 (ref: mw5074764). To date lumenis has not yet received notification from the FDA about the user medwatch report. Lumenis has just become aware of the event and is in contact with the reporter to obtain additional information regarding the circumstances surrounding the event. When additional relevant details become available; a supplemental report will be submitted.

Event description:
On (B)(6) 2018 a patient reported to lumenis through a (B)(6) messaging communication that "I had the sharplan co2 40c laser used under my eyes for resurfacing on (B)(6) 2017. Everywhere the laser hit left a deep mark under her eyes, and I had substantial fat loss all over the face. The fat loss wasn't all immediate, most happened over a 5 to 6 month period at a steady pace noticing it first under my eye."

Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter (consumer) directly to request additional information. An incident report had been provided by the reporter. Lumenis contacted the user facility directly to request additional information; an incident report and photographs had been provided by the user facility. A lumenis clinical manager reviewed all the information available and concluded that "the provided patient and treatment-related data (including examination of the incident report form and patient photographs), and assessment of the skin condition and/or skin type seems adequate. The parameters used for the treatment are not within manufacturer's guidelines and labelled indications as the sharplan 40c is not intended for use in fractional skin resurfacing. The accessory "select scan fx" used along with the sharplan 40c laser is from an external vendor (lasertight), whose compatibility was not authorized by lumenis. The device was therefore subject to off-label use." "The patient sustained a minor injury that did not require any medical intervention. After dermatological examination, the treated area has no scar and healed fully. The patient complaint is about fat loss in the periorbital region but medical examination could not show evidence of any subcutaneous volume reduction. It is assumed by the examining medical entity that the "fat loss" feeling resulted from the "wearing off" of the filler treatment received 2 years prior to the laser treatment. The adverse event did not lead to permanent impairment."